Manufacturer narrative:
Unknown/asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye as the lens had a broken haptic during post-operative examination and the lens shifted inside the eye. Another johnson & johnson lens of same model and diopter was used as the replacement. There was no other patient injury and no intervention was required. The patient was doing fine post operation. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint issue (haptic damaged) could not be confirmed and no product deficiency could be identified. The observed detached haptic is similar to the complaint issue; however, the complaint could not be confirmed based on the provided complaint code definitions. The complaint issue could be attributed to handling during loading and insertion. No other defects were observed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional investigation request (ir) for this po number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.